Event description:
It was reported that during the patient's explant procedure a piece of the l5 lead severed inside the patient. No further intervention is planned at this time. The investigation did not determine which l5 lead attributed to this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 l5 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9110738.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.